Manufacturer narrative:
Product event summary: the device was returned and analyzed. A visual inspection of the device internal assembly determined that the left ventricle (lv4) failure was due to a fractured laser ribbon bond (lrb) from the hybrid bond pad array (bpa) to the feedthrough for lvr3 (lv4). The cause of the fractured lrbs was not determined. Iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a heart transplant. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.